Manufacturer narrative:
(B)(4). Therapy date: the exact date the event occurred is unknown; however, it is known that the occurrence occurred in (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an infusor under infused. At the end of the expected 48 hour infusion approximately 17% of the dextrose in water and 5-fu solution was still in the infusor. The patient has an implanted port in the chest and carried the infusor on their waist. There was no report of patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.